Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt reported having severe level of pain on the right side of his back since about 2 months ago - pt verified that he has not had any traumas / events recently pt stated he started feeling the pain increase. Pt stated it was mild at first like an irritation - pt described the irritation like a tens unit that is turned up too high and then the pain got worse pt stated he took a short rv trip a month ago. Pt stated during that trip he was curled up in the fetal position in pain and that was the first time he remembers the pain in his back being really bad -- pt stated the pain was different than spinal pain that pt has experienced in the past. Pt stated the pain was so great that last week he was thinking suicidal thoughts because of his pain levels. Pt stated he has never felt that bad before. Pt went to the ER night before last and. They thought it was his gall bladder but that tested normal. Pt was sent home. Pt ended up turning the stimulator way down from a level 5 to a 3. And eventually pt turned theins off in MRI mode. Pt stated the pain in his back is gone since last night when he turned the stimulation down. Pt stated that now the right leg pain that the stimulator helps is back because the stim has been turned off. Pt stated he takes a heavy narcotic pain killer on a regular basis. Pt stated last night he took a valium along with the pain pill. Pt stated he got a 7 hour sleep and he hasn't had that much sleep in a long time because he was truly relaxed and out of pain. Pt stated he has always gotten good pain relief from the pain stimulator for his leg pt has called the pain clinic to have the ins checked and he is waiting for a call back the patient was redirected to their healthcare provider to further address the issue. Pss is sending an fyi message to the local field rep about pt.

Manufacturer narrative:
Correction life threatening should have been checked rather than other. If information is provided in the future, a supplemental report will be issued.